Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted and then continued later after the patient was moved to a different room. No harm to the patient or user was reported. A philips field service engineer (fse) contacted the customer, who confirmed that a third-party had repaired the system. No details regarding the repairs done by the third-party or the cause of the event were provided. No evaluation or repair of the system was performed by philips. It was confirmed that, after the third-party repairs, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.